Event description:
It was reported the patient experienced pain at the implant site and down their leg, heaviness, and numbness in their legs. They had been diagnosed with restless leg syndrome and neuropathy. Turning their device off resulted in fifty percent relief. They had not been able to sleep in their bed for two years. They had degenerative disc disease in the cervical and lumbar spine. They could urinate, but still had to self-catheterize to empty their bladder. Their nerves were being irritated by the device when stimulation was on. The patient was ¿blasted¿ when trying to turn stimulation off. The stimulator felt like it was dented. They had an appointment made to take the stimulator out.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4)